Event description:
The device was received for service. During service testing, failure code 570:320:675:0000 was found upon power-up. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 570:320:675:000 (during power-up), found to be due to the depleted (damaged) battery condition, was confirmed. Service installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated.